Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Event description:
Following device preparation, the diamondback 360 coronary orbital atherectomy device (oad) was advanced distal in the 90% stenosed, slightly tortuous, heavily calcified lesion in the left circumflex (lcx) artery. One proximal to distal treatment was performed on low speed. Cineangiographic imaging was performed and revealed the viperwire advance flextip guide wire had fractured. A snare was used to successfully retrieve the fragment. A second oad was used to complete the procedure.

Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The viperwire flex tip guide wire was returned to csi for analysis. Analysis revealed a fracture at the proximal solder bond. Scanning electron microscopic analysis identified evidence of torsion and rotational damage. The findings are consistent with what is seen when the spinning driveshaft makes contact with the spring tip. Per the oad instructions for use, maintain more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Csi ID: (B)(4).